Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (not holding charge) was confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to mismatched voltage of the battery tri-cells (4.120v, 0.116v, 0.419v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient's nephew called zoll customer support to report that one of his batteries wasn't holding a charge. The patient was issued a replacement battery.